Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower 2 door 4 was failed to click. A field service engineer performed a troubleshot and it was found that the door latch was oxidized. The latch was cleaned and treated, after which testing was resumed. No further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 and 4 had emitted a clicking sound upon opening and failed to engage properly when the door was shut. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.